Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead triggered an alert for out of range intrinsic amplitudes. Upon review, boston scientific technical services (ts) discussed that the rv lead was causing oversensing and an x-ray should be performed. The x-ray confirmed that the rv lead had dislodged and the rv lead was repositioned. No additional adverse patient effects were reported.